Manufacturer narrative:
Pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 348 mg/dl at the time of the incident. Customer reported that the insulin pump was not working. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.